Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) unit is alarming repetitive gas gain.

Event description:
It was reported that during use, the cardiosave intra-aortic balloon pump (iabp) unit generated frequent gas gain alarms. The nurse checked all connections, performed an iab fill, and resumed pumping each time the alarm occurred but the alarm continued despite her troubleshooting. The nurse swapped out the console. The night shift nurse reported the console had been switched out but she had just gotten another gas gain alarm on the new pump. She stated that it was only once and believed it to be related to patient position or movement as she was in the room and was able to reproduce it (left axillary approach---we did discuss this was off label). They had just gotten an xray and confirmed proper placement of catheter. The nurse was advised to remind the patient to avoid the movement that seemed to correlate with the gas gain alarm. In both calls there were no other pump alarms other than the gas gain. There was no patient harm or injury reported.

Event description:
N/a.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to investigate the issue. The fse was able to confirm the has gain alarms in the logs. However, the reported issue was not able to be reproduced. The fse performed all functional and safety checks to factory specification. The unit was then returned to the customer and cleared for clinical use.